Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 and set up joint (suj) due to error 319 and 32100. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. When the unit tested on an in-house system, it failed normal mode as it triggered a 319 error. Remote fe also logged errors 319, 307, 1126, 31226, 40084 ac_2c. The clockspring fiber was exchanged with a new one and the error no longer occurred. When the original fiber cable reinstalled, 319 error came back. The unit then tested on patient side cart (psc) fixture test platform, and it passed all functional tests. Isi also received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported complaint; however the error/fault was confirmed via field logs. The unit was tested on the patient side cart (psc) fixture test platform and passed the horizontal/vertical brake, horizontal/vertical encoder and z twang tests.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, universal surgical manipulator (usm) 3 had an error 319 and a red led. The site tried power-cycling the system with an emergency power off (epo) with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which showed several 319, 307, 40084, 32097, 32096, and 25732 errors pointing to usm 3. The tse requested the nurse undock usm 3, exercise it, and move it to an anterior location. The issue persisted throughout. The tse informed they would have to disable usm 3 and the site continued with 3 usms. The procedure was completed with no reported injury. Isi followed up and obtained the following additional information: the surgery was finished with three usms. The surgery was delayed by about 30 minutes. There was no report of patient injury.